Event description:
Approximately one year and one month post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the battery ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The reported event indicates an issue with the performance of the battery. The battery was exchanged without incident and there was no reported patient injury. The battery was returned to heartware. Visual and functional examination of the device was not conducted as testing and investigation of similar battery performance issues was performed under a CAPA that has been opened to address the issue and corrective actions were implemented. The device noted in this pir was manufactured prior to additional screening procedures. Additionally, all products manufactured prior to the additional screening procedures were removed from the field as per fcsa april2014.1. Routine battery testing will not be conducted as it is not expected to provide any new information. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. No further investigation of this complaint is required. No additional information will be forthcoming.